Event description:
Issue is regarding medtronic, "maximo ii crt-d defibrillator" model number d284trk, serial number (B)(4). Device was implanted on (B)(6) 2011. On tuesday, (B)(6) 2013 at approx 9:30 a.m. (Eastern time) my device warning alarm went off. Almost immediately following the device warning signal, my heart pacing increased to a very uncomfortable level. I immediately went to the heart hospital emergency room where I stayed for most of the day. During this stay, a number of test were performed and I was advised that no damage to the heart existed, however, that my battery charge on my device was a critical low point and will have surgery to replace the device with a newer model. Advised by the medtronic rep that they have had issues with the battery charge on this model failing prematurely.